Manufacturer narrative:
Phone number: (B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter on bd preset¿ syringe with attached needle with the incident lot was observed. Microscopic examination of the fm identified it to be dried ink, potentially from the barrel printing process. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter on the bd preset¿ syringe with attached needle was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the complaint is confirmed on the basis of the returned sample. Although the complaint is confirmed, it is very infrequent and of low risk to the patient and the user and as such no further action will be taken at this time.

Event description:
It was reported that just after opening unit package, customer noticed there was fm inside bd preset¿ syringe barrel. No injury or medical intervention reported.